Event description:
Customer reports that she received results of 500mg/dl and 230mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.